Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/19/2014-product analysis:the pump has been returned and evaluated by product analysis on 05/12/2014 with the following findings:the complaint could not be duplicated or confirmed during investigation. A review of the pump¿s black box revealed two low battery warnings, two replace battery alarms, and indication of a partially discharged battery installation. A battery compartment crack was observed during evaluation. The battery cap was able to be properly secured and a power loss was not observed. The pump¿s electric draws were found to be within specification. There was no damage, defect, or moisture ingress to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.